Event description:
The patient stated he had been hospitalized 5-6 times in the last month due to high blood glucose. He stated that during his hospital visits, his blood glucose was typically around 35-40 mmol/l (630-720 mg/dl). He stated that his target blood glucose range is 8-10 mmol/l (144-180 mg/dl). The patient stated that when his blood glucose was high he had symptoms of "getting really sick and throwing up." To lower his blood glucose, the hospital would have the patient disconnect from his infusion device and place him on an insulin drip. At the time of the report the patient was connected to his infusion device and he stated "it appears to be working just fine." He stated that his blood glucose has been an ongoing concern for the last two years and he has been hospitalized "at least 50 times in the last two years." No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned or evaluation.